Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room after receiving 9 shocks. Upon review, the patient had twiddler¿s syndrome which caused the right ventricular (rv) lead to dislodge. The right atrial (ra) lead was also pulled back but not fully dislodged. Both leads were twisted in the pocket. The rv lead was explanted and replaced. During the ra lead extraction, the lead was stuck on some tissue and the threshold was too high to be reused; the lead was capped and replaced on (B)(6) 2018. The patient was stable after the procedure.

Manufacturer narrative:
Correction: